Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said around (B)(6) 2022, they had to reset their controller and after they could no longer feel stimulation. The patient stated normally they turn it up high enough so they can feel it so they know it's on and working. The patient stated they attempted to increase stimulation and they still can't feel it and aren't getting relief. The patient commented that they have groups a, b, and c and tried switching groups. The patient confirmed that there was a green highlighted box around group a on their controller indicating that stimulation was turned on. The patient also mentioned that their back was never 100% better after being implanted with the device but symptoms did improve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pt called back and stated their manufacturer representative (rep) was no longer with company and left the names of two other reps the patient could go to instead. The pt called them 2 days ago and did not hear back. Pt repeated again the programs were working good when they first got the ins. After about a year they really never worked out. Pt tried one setting and it worked for 2-3 days, a week, then pt went to the next one. Pt then said therapy never really worked. Their doctor said it will never be 100%. Pt still take aleve every morning to help with back pain. Pt said it seems like they do not even have the ins anymore. When pt stands and stuff the lower part of the back hurts. Pt mentioned they called last time and complained and their rep called and helped the pt and told the pt to call back if programs were not satisfying. Pt said they did not want an appointment, pt wanted another set of programs over the phone. Redirected pt to hcp. Pt does not have any managing hcp. The doctor was no longer there. Their doctor told pt they were in the hands of the manufacturer. Pt said they do not need any hcp, they are 'money hungry'. Pt called to get in touch with a rep. Reviewed rep's role. Reviewed rep needs to be contacted by hcp. Pt said she will have the device taken out and disconnected the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep stating that the intensity was not high enough. Once the patient increased intensity high enough, patient was able to feel the stimulation. The issue is resolved. The patient's weight was asked but unknown.